Manufacturer narrative:
A final report will be filed by (B)(4) with the evaluation results and/or investigation findings.

Event description:
As reported, during a laparoscopic cholecystectomy on (B)(6) 2017, the unimax detachable nylon specimen bag 3x6 broke at the base seam when attempting to remove the specimen from the peritoneal cavity. Another vendor's bag was used to retrieve the unimax specimen bag and the specimen. There was no reported patient injury. There has been no other information provided on this complaint or the patient's current status. This report is being filed as a reportable malfunction with the potential for injury with recurrence. The legal manufacturer unimax medical systems, inc. Has the complaint investigation responsibility and notification has been sent to the manufacturer on 26-january-2017.